Event description:
Boston scientific received information that this right ventricular (rv) lead broke in half. However, since this was already an old, surgically abandoned lead and the patient was asymptomatic, no further intervention was planned. No adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
--

Event description:
Additional information was later received indicating that this lead was explanted. A device upgrade was planned and the physician wanted the extra lead removed. No adverse patient effects were reported. This lead will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.